Event description:
It was reported that the technologist was removing film from the bucky tray when the tray fell on technologist's foot. Technologist toe was broken and technologist had a splint put on it.